Event description:
Baxter product surveillance was contacted by a home patient's nurse via hpsr regarding a minicap that fell off a transfer set. This event description refers to the third of three incidents reported for this home patient. Although, the patient did receive prophylactic antibiotics (cephazolin, 250mg and gentamycin, 10 mg per exchange intraperitoneal for three days), there was no patient injury or further medical intervention associated with this incident.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.